Event description:
It was reported that an intermate had a blue plastic particle in the housing. This malfunction was observed during inspection; after compounding (filling) the device with an antibiotic drug. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). (B)(6). Lot number 13m037 was manufactured november 20, 2013 - november 22, 2013. The intermate was received for evaluation. During visual inspection confirmed that there was a light blue particle, approximately 1.50 mm in size, located on the outer surface of the bladder. The particle was identified to be polyethylene via spectrophotometry. A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. If additional relevant information is obtained, then a follow-up MDR will be submitted.